Event description:
It was reported that the absolute pro was advanced to the left superficial femoral artery (sfa) without any unusual resistance. Upon retracting the thumbwheel, the stent partially deployed from the delivery catheter; however, part of the stent remained in the sheath. All devices were removed as a single unit and another absolute pro was used without reported difficulty. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. Evaluation summary: the device was returned and the reported partial deployment was confirmed. The difficult to remove could not be confirmed as it was based on case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.